Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was emitting frequent call service alarms that day that could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 date of submission 07/30/2014: the serial number for this complaint has been updated to (B)(4).

Manufacturer narrative:
Follow-up # 2 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed cs 087 call service alarms that reflected a cs 069 failure. During testing, light pressure was applied to the u39 component on the printed circuit board, and the cs 069 call service alarm was duplicated. Investigation revealed a language file corruption due to the u39 component failure.